Event description:
During shoulder arthroscopy a 3m pad was placed on the pt's thigh. Post-op the surgeon indicated the pt experienced a burn and initially it was thought to be an adhesive reaction. O.r. Manager stated the 3m rep. Told her to use two pads instead of one due to an article on the ecri web site that indicated valley lab has problems with burns as well. It was also indicated that the burn was not healing and the pt has parkinson's and is a diabetic. O.r. Manager states that the pt was treated and is recovering.